Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: b5, h6 (health effect impact code and clinical code).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) would not communicate with the hospital his system. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) would not communicate with the hospital his system.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected field: h6 (medical device ¿ problem code).